Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd syringe experienced leakage during use. The following information was provided by the initial reporter: material no. Unknown ; batch no. Unknown. A nurse was exposed to blood splatter on face as she removed a syringe from an adult patient¿s PICC line when drawing labs. The syringe in use was a 10ml bd normal saline flush syringe. We are aware that bd recently announced an update to: ¿when disconnecting a leur-lock or leur-slip syringe or tubing set from the maxzero connector, carefully rotate the leur counterclockwise a 360-degree turn using a controlled motion, to minimize fluid escaping¿. It was confirmed that the rn rotated the cap per recent update.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd syringe experienced leakage during use. The following information was provided by the initial reporter: material no. Unknown; batch no. Unknown. A nurse was exposed to blood splatter on face as she removed a syringe from an adult patient¿s PICC line when drawing labs. The syringe in use was a 10ml bd normal saline flush syringe. We are aware that bd recently announced an update to: ¿when disconnecting a leur-lock or leur-slip syringe or tubing set from the maxzero connector, carefully rotate the leur counterclockwise a 360-degree turn using a controlled motion, to minimize fluid escaping¿. It was confirmed that the rn rotated the cap per recent update.